Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had crack. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.